Event description:
It was reported that the non-pacer dependent asymptomatic patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited premature battery depletion. It was also noted that the patient did not feel a vibratory alert. On (B)(6) 2018, the device was explanted and replaced. The patient tolerated the procedure well without complications.

Manufacturer narrative:
The reported field event of premature depletion and a patient notifier anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.